Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04583. (B)(4) clinical study. It was reported that coronary artery stenosis occurred. In (B)(6) 2013, the patient presented with silent ischemia and index procedure was performed. The 75% stenosed, 32 x 2.5mm, de novo, concentric target lesion was a type b2, non-thrombosed, diffused lesion that was located in the non-tortuous and severely calcified mid left anterior descending artery (lad) artery. The lesion was predilated and a 2.25x24mm promus element¿ plus stent was advanced but failed to cross the lesion. The device was exchanged with a 2.25x16mm promus element¿ plus stent and was implanted at 14 atmospheres. Another 2.25x16mm promus element¿ plus study stent was implanted at 16atm in the proximal lad. Following post dilatation, residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged. In (B)(6) 2014, the patient presented with coronary artery stenosis of the proximal lad. Percutaneous coronary intervention was performed to treat the event. The patient became better.